Event description:
Patient reported a primary right knee in (B)(6) 2021 and a revision due to "posterior dislocation" on (B)(6) 2022. Patient would like to know if implants are subject to a recall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.